Manufacturer narrative:
The field service representative (fsr) visited the customer site on 10/05/2016. Multiple parts of the instrument were checked and found to be ok with the exception of the sample probe which was replaced. It was determined the customer was not using adapters for 13 mm tubes. Since the customer has started using adapters for the 13 mm tubes, the issue been resolved. No product problem was identified.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer complained of an erroneous result for 1 patient sample from the intensive care unit tested for lact2 lactate gen.2 (lact2). The erroneous result was reported outside of the laboratory. The patient had a lact2 result of 4.8 mmol/l at 10:00 a.m. The sample was repeated at 12:00 p.m. And the result was 0 mmol/l. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated at 2:00 p.m. And the result was 5.9 mmol/l. No adverse event occurred. The lact2 reagent lot number and expiration date were not provided.